Event description:
It was reported that clotting problems occurred after lead insertion. High volume bleeding occurred. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis of lead model 3874 serial number (B)(4) determined continuity was acceptable and the lead was functionally okay. No anomaly was found with the lead.